Event description:
The following has been reported: patient had a patient controlled analgesia pump, agilla pca in use. Nurse came to carry out pca observations found the numbers did not collate. The number of good attempts on the pump were not the same as the amount of running total. This was brought to the nurse in charges attention, who advised to keep the pca in use until we spoke to the pain team. The pain team were spoke to, who advised they were aware the pumps were doing this and to continue. Event log has been sent from the trust reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.